Event description:
It was reported during a procedure at the user facility that the trigger was sticking. It was additionally reported that during equipment testing conducted by a manufacturer service technician the sticky trigger would cause the device to run-on. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.